Event description:
A patient was undergoing an ercp with lithotripsy and basket retrieval of stones. The patient had multiple stones and narrowed common bile duct. The basket became lodged in the common duct and a fragment of the bracket snapped off and was retained in the patient. The patient was then taken to the or for an open common duct exploration and removal of the fragment. The patient did not sustain any injury or harm other than the procedure required to retrieve the fragment.